Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that their device's cuff would continue to inflate to the point of causing bruising. Teladoc's blood pressure monitor fits patients with up to a 42cm arm circumference, the patient confirmed that their arm is within range as their arm is not too small or too big. It was not confirmed if the patient received medical attention due to the bruising.